Manufacturer narrative:
The biofreedom (B)(4) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on the event described in conjunction with the angiography record shared with biosensors, the case presents significant challenges due to a complex patient profile combined with a complicated lesion profile. The reported in-stent restenosis (isr) occurring in a relatively short duration after biofreedom stents implantation is likely attributable to the heavy calcium burden in left anterior descending (lad). Although methods for calcium modification such as cutting balloon and rotablation employed, the eccentric location and heavy nature of the calcium in the proximal lad artery remain limited by the calcium burden, preventing full vessel expansion even after preparation. This limitation is evident in the final outcome, where, despite aggressive post-dilation efforts, neither the vessel nor the stent achieves complete expansion at proximal lad. The primary reason for the early isr appears to be vessel recoil, followed by neointimal hyperproliferation. Regarding the symptoms of chronic coronary syndrome following the initial procedure, it is plausible that the isr or residual stenosis in the first diagonal branch and/or the right coronary artery (rca) may have been the contributing factors. It was further noted that the absence of intravascular imaging (ivus) and intravascular lithotripsy (ivl) during the initial procedure have limited the assessment after the stents' implant and to achieve an optimal treatment. In summary, biosensors do not perceive this as a failure of the implanted biofreedom stents (B)(4); rather, it seems to be a response to the significant eccentric calcium burden and the rigidity of the vessel. There is no evidence to suggest that the reported complication is related to the characteristics of the stent. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The in-stent restenosis event is a recognized potential hazardous situation and documented in manufacturer's product analysis and instruction for use. The risk is acceptable as benefits outweigh residual risk. The event is more likely related to patient and procedural-related factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
Patient is 56 years old male, with medical history of diabetes mellitus, hypertension, chronic kidney disease stage 2, heart failure reduced ejection fraction, right above knee amputation, and atrial flutter with cha2ds2-vasc 4. The patient was diagnosed with acs-nstemi complicated by heart failure and atrial fibrillation in (B)(6) 2022. A myoview scan performed in (B)(6) 2023 showed a left ventricular ejection fraction (ef) of 49% with a perfusion defect in the anterolateral region. He was later reviewed in the cardiology clinic in (B)(6) 2023, where an elective coronary angiogram was planned. The angiogram, performed in (B)(6) 2023, revealed a calcified lesion in the proximal to mid-lad artery with 70-80% stenosis, 60-70% stenosed mid-distal lcx, 70% stenosed mid ectatic vessel at rca. No intervention was performed at that time, and he was scheduled for a cardiac MRI. Subsequently, during a follow-up clinic visit, the patient was planned for pci with a rotablator, scheduled approximately six months later, with an elective date set on (B)(6) 2025. He was later recruited into the study on (B)(6) 2025, and the index pci was performed as planned on the lad. Percutaneous coronary intervention (pci) approached via right radial access. Pre-dilatation was performed using 2.5x15mm nc balloon at 20atm, 2.75 x 15mm wolverine at 14atm, rotablation done at proximal lad, and 3x15mm balloon catheter at 16atm. Two biofreedom stents (bfr1-3028 at 12 atm & bfr1-3528 at 14 atm) was implanted, in an overlapping manner at the proximal lad. Post-dilatation was done using 3.5x15mm nc balloon at 20atm. Timi flow grade was 3. No dissection, no perforation, no ECG changes and no complications. The patient was discharged in stable condition the following day. The patient attended his one-month follow-up appointment as scheduled on (B)(6) 2025. His medication was adjusted to clopidogrel and dabigatran as per plan. The patient did not report any angina during the visit. On (B)(6) 2025, the patient reported experiencing mild shortness of breath and reduced effort tolerance since the last clinic visit in (B)(6) 2025. Given the clinical presentation, a decision was made to proceed with a coronary angiogram to evaluate for possible chronic coronary syndrome and to rule out in-stent restenosis (isr). The angiogram was performed on (B)(6) 2025, revealing severe stenosis of 70-100% at the proximal segment of a previously implanted stent (at the lad) with the stent underexpanded confirming isr. The lad lesion was treated with a drug-coated balloon (dcb). In addition, dilated rca with a 70% blockage in its mid-segment. Intravascular ultrasound (ivus) and intravascular lithotripsy (ivl) were not utilized during the procedure due to unavailability at that time. The patient remained stable throughout the procedure. Following further discussion with the study team, a decision was made to repeat the angiogram for further lesion assessment and optimization using ivus. The lesion on the lad was again treated with a dcb, using 3.5x 20mm sequent please neo at 6atm for 60 secs. Timi flow grade was 3. The patient remained hemodynamically stable throughout the second procedure. No dissection, no perforation, no ECG changes, and no complications. The patient was reviewed the following day and discharged in stable condition on (B)(6) 2025.